Event description:
It was reported that a spectrum pump had an inoperable keypad where the "#7 key seemed to be shorted and was throwing a 7 at the end of the program." The customer stated that the event occurred during set up in the emergency room and the device was "switched out." It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom, which was reproduced. The device eval confirmed the #7, #8, and #( keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #7 key will occur following the selected key's function (e.g. When the #1 key is pressed 17 will be displayed. When in alphabetic mode and the abc key is selected, as will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.